Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion located in the distal left anterior descending (lad) artery with no tortuosity and moderate calcification that was 85% stenosed. Resistance was not felt during advancement of the 2.25 x 12 mm traveler rx balloon dilatation catheter (bdc) through the lesion and it crossed successfully. The balloon ruptured during the second inflation at 10 atmospheres. A new bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.